Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had low blood glucose. Customer's blood glucose was 30 mg/dl. Customer started swimming and was still getting used to the amount of insulin her body could take. Customer will not be returning the device for analysis.